Event description:
A nurse reported that during surgery, they noticed that the lens jammed in the automated injector, so the doctor removed and installed a new one. Additional information has been requested and received stating there was patient contact and no patient harm. Symptoms were resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).